Event description:
It was reported that the insulin pump alarmed motor error during bolus. The customer's blood glucose was 365 mg/dl. The device was not exposed to a strong magnetic field or MRI. The customer does not use the sensor feature. They are able to rewind the device. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked and bleeding lcd glass, minor scratches on display window, cracked case at display window corner, scratched case, scratched reservoir tube window and cracked reservoir tube lip. Unable to test for motor error alarm due to cracked and bleeding lcd glass. The motor was tested outside of the insulin pump and passed.